Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 114-130mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened reviewed meter memory: (B)(6). Customer is concerned with all of the readings in the meters memory. Customer stated on (B)(6) 2016 at 15:00am performed a back to back blood test with doctor's meter and trueresult meter. The customer stated the trueresult meter registered the glucose at 72mg/dl fasting and the doctor's meter registered the glucose at 107mg/dl fasting. The customer consider that the glucose should be between 114-130mg/dl.